Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a high blood glucose level of 300 mg/dl. The customer was treated for their blood glucose with a bolus. The customer was new to the insulin pump and stated that they will call back to address an issue with a no delivery from the insulin pump. The customer did not return the product back for analysis.